Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the initial power up. The device's power management board required to address the issue. Additional findings not related to the malfunction/issue. The rear enclosure was noted to be damaged and required replacement. The handle was missing and required replacement. However, no repairs were completed because the device was not needed for inventory and was scrapped.